Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens that had patient contact prior to a vitrectomy being performed during an intraocular lens (iol) implant procedure. The reason for vitrectomy is unknown at this time. The lens was not used and there were no quality issues with lens that was reported. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the root cause for the vitrectomy could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).